Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. The customer's blood glucose level was 263 mg/dl and was addressed with a correction bolus via the pump. Reportedly, customer will continue to use the pump for insulin therapy.